Manufacturer narrative:
Correction: d9 - device availability; device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in bolton, united kingdom (returned to the rrc on 2023/01/23). The evaluation at the rrc confirmed the occurrence of error e433 and traced the error back to a defective generator board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The evaluation also found a damaged front panel, which was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
Olympus was informed that during an unspecified surgical procedure the esg-400 hf-generator restarted itself continuously. Since no other generator was available a spare generator was sourced from another hospital, which caused a delay of approx. One hour. Finally, the procedure was completed successfully and there was reportedly no harm to the patient.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.